Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) defibrillator was suspected to exhibit premature battery depletion and a battery depletion code was recorded. A request was made to have data from this device analyzed. Technical services consultant recommended replacement. This s-ICD remains in service and will not be returned. No adverse patient effects were reported. Additional information received indicates that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted. A new device of the same model was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) defibrillator was suspected to exhibit premature battery depletion and a battery depletion code was recorded. A request was made to have data from this device analyzed. Technical services consultant recommended replacement. This s-ICD remains in service and will not be returned. No adverse patient effects were reported.